Manufacturer narrative:
This report is being filed on an international product list 3r30, that has a similar us product distributed in the us, list 1l75. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed false depressed architect cyclosporine results compared to previous patient testing. The account observed 20 to 40% lower results on samples above 70 ug/l. Data provided on a sample that tested architect cyclosporine of 100.5 ug/l but previously was 165.1 ug/l. No specific patient information was provided.

Manufacturer narrative:
Section e.1. Initial reporter phone number does not contain enough spaces, the entire phone is (B)(6). The complaint evaluation included a search for similar complaints, plus review of trending data, labeling, device history records. In-house testing of reagent lot 13589fn00 was completed. Return testing was not completed as returns were not available. Lot and trending review determined no related trend for the issue for the product and no elevated complaint activity for the lot. Device history record review on the lot did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Clinical sensitivity testing met acceptance criteria and the product is performing as expected. Testing meet acceptance criteria and the product is performing as expected. Based on the evaluation, no systemic issue or deficiency of the architect cyclosporine assay, lot number 13589fn00 was identified.